Event description:
Upon the rn attempting to prime a b. Braun primary IV(intravenous) tubing set, the rn detected that the tubing was leaking one of the connector joints. This tubing was not utilized for patient care.